Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected fast ventricular tachycardia (fvt) and ventricular fibrillation (vf) and shocks were delivered. It was suspected that the rhythm was supra ventricular tachycardia (svt). The device remains in use and is currently functioning as programed. No further patient complications have been reported as a result of this event.